Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and plastic bag residue was found in the nebulizer chamber. Based on the visual exam, the complaint was confirmed. Since a foreign particle was found in the chamber, a non-conformance was opened to further investigate.

Event description:
The complaint is reported as: "(B)(6) 2019, (B)(6) hospital, doctor (B)(6) found no mist came out from nebulizers, then replaced new one to complete the treatment. " no patient injury reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "(B)(6) 2019, (B)(6) hospital, doctor (B)(6) found no mist came out from nebulizers, then replaced new one to complete the treatment. " no patient injury reported.